Manufacturer narrative:
Respironics will continue to monitor for related issues.

Event description:
Unit did not turn on and, as a result, the nebulizer did not receive air from the compressor with which to power the nebulizer to generate aerosol. This product failure caused the patient to go to the hospital for treatment of his asthma. Respironics believes this to be an isolated incident as complaint levels for all complaints for this product line are below (B)(4) of annual sales. However, respironics will continue to monitor for this specific issue.